Event description:
It was reported that the system 9800md intermittently would not allow selection of mag mode. The system had to be reinitialized in order to select mag mode. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the fluoro function and generator interface circuit boards were defective and were replaced. The system was tested and found to be working as intended and placed back into service.